Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube coagulated quickly and the nurse then drew an additional tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube coagulated quickly and the nurse then drew an additional tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Functional testing was conducted on 20 retained samples, and all tubes drew within specification. Additionally, a visual inspection of 100 retained samples revealed no issues related to fibrin. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of november 2025, therefore additional testing was indicated. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint is unable to be confirmed for the indicated failure modes underfill and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields were updated due to additional/corrected information: b5. Describe event or problem: report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube coagulated quickly and the nurse then drew an additional tube. There was no health impact or consequences reported.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube coagulated quickly and the nurse then drew an additional tube. There was no health impact or consequences reported.